Manufacturer narrative:
Device evaluated by MFR: there was no visual damage noted to the device during incoming service inspection at stellartech. The tamper proof seal was present but broken. The device passed all performance criteria of its final test.

Event description:
It was reported roll off was delayed. A radio frequency ablation (rfa) procedure was being performed. It took a "long time" for the rf3000 radio frequency generator to achieve roll off. It was eventually achieved and the procedure was completed with no patient complications. It was further reported that a liver tumor was being treated. No troubleshooting was performed due to the issue of the delayed roll off. The ablation was successful.

Event description:
It was reported roll off was delayed. A radio frequency ablation (rfa) procedure was being performed. It took a "long time" for the rf3000 radio frequency generator to achieve roll off. It was eventually achieved and the procedure was completed with no patient complications.

Event description:
It was reported roll off was delayed. A radio frequency ablation (rfa) procedure was being performed. It took a "long time" for the rf3000 radio frequency generator to achieve roll off. It was eventually achieved and the procedure was completed with no patient complications. It was further reported that a liver tumor was being treated. No troubleshooting was performed due to the issue of the delayed roll off. The ablation was successful.